Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 serial: (B)(6) ; product type: 0201-programmer patient; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755. Serial: (B)(6); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was pt reported persistent rm05 error code. Pt said the code had been coming up since about 3 days prior to their last doctor's appointment on (B)(6) . Pt said they were unable to get any charge to their implant for about 3 weeks. Prior to speaking with agent, pt had called their medtronic rep, who redirected pt to call patient services for assistance after resetting controller did not resolved the issue - rm05 came up when on call with rep. Pt said they were in severe pain in their hip, leg and foot, and hadn't experienced this pain since before getting the implant. Pt confirmed their implant was meant to address that pain. Pt said they were unable to sleep and all they could do was cry. Agent had pt observe equipment; pt didn't notice any damage to the controller port, but when agent asked if they noticed nicks/kinks on recharger cord pt confirmed, where the cord plugs into the paddle (pt had older style recharger, without strain relief). Pt also confirmed recharger had been getting abnormally hot when trying to charge their implant. Pt said their con troller charged fine from ac power. The issue was not resolved. An email was sent to the repair department to replace the recharger (rtm). Pt mentioned they had sciatica.